Event description:
Customer reported the system intermittently locks up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed corrupted files from hard drive. System operates as intended.